Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported that elevated atellica im carcinoembryonic antigen (cea) lot 221 results on multiple patient samples that were discordant relative to lower results when the patient samples were retested on a different atellica im analyzer at a later date. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the issue.

Event description:
The customer obtained elevated atellica im carcinoembryonic antigen (cea) lot 221 results on multiple patient samples that were discordant relative to lower results when the patient samples were retested on a different atellica im analyzer at a later date. The issue was identified while troubleshooting out of range quality control (qc) on an atellica im analyzer. The initial results were not reported. The retest results were reported as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00436 initial report on 15-oct-2024. Siemens completed the investigation for a customer complaint of elevated atellica im carcinoembryonic antigen (cea) lot 221 results on multiple patient samples that were discordant relative to lower results when the patient samples were retested on a different atellica im analyzer. On the day of the event, a siemens customer service engineer (cse) provided service. The cse identified that during the execution of qc, some cea and other tests had gross failures. The analyzer sample probe, aspiration probes and vacuum were checked, and reagent probes were aligned. Return of the patient sample for further investigation is not warranted because the discordant results were not reproducible. Based on the available information, a product problem was not identified. The customer is operational, and the reported issue is resolved by routine service and troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.